Event description:
It was reported that, "acetabulum of pt was over reamed on (B) (6) 2008 due to the incorrect size being given to the surgeon as nurse could not read reamer sizes."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report.